Event description:
It was reported that during a device replacement procedure, the right atrial lead was not capturing, had high impedance, and a possible fracture. The right ventricular lead was noted to have a very high threshold, high impedance, and a possible fracture. A new right ventricular lead was attempted, but could not get past an occlusion. The physician opted to cap both leads. The leads were replaced on the right side a few days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead implanted: (B)(6) 2000. (B)(4).